Event description:
Customer reported centrifuge cycle spins without lid latching.

Manufacturer narrative:
Statspin express 3 centrifuge reported lid latch failure where the unit is able to spin without lid latching. No injuries reported.